Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose levels (300-400 mg/dl). Customer reports that the site was previously pulled out while sleeping. He changed his infusion set and cartridge to stabilize his blood glucose levels.